Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold and diminished sensing. During the lead revision procedure, the lead via fluoroscopy was noted to be in the appendage area but "no heel" existed on lead. The lead was also noted to be damaged during explant. The lead was explanted and replaced. The device was also noted to have an unexpected longevity at less than 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal and proximal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress, theouter insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.